Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon device interrogation, it was noted that the pacemaker was unable to be interrogated due to wireless telemetry issues. The device was reprogrammed. The patient was in stable condition.